Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alerted to change the battery but now it was not turning on. The customer¿s blood glucose level was 90 mg/dl. Customer states the display was not blank less than 30 seconds and did not return. The customer also reported that the battery compartment was neither damaged nor corroded. Customer states the spring was not corroded. The customer also reported that the insert battery alarm did not display on the insulin pump screen. The customer reported that the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm. After further inspection of the device's interior, there were traces of corrosion and even mold on the battery connectors and the lcd connector. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.